Event description:
It was reported that the customer was hospitalized due to high blood glucose values of 371 mg/dl. Troubleshooting was performed and insulin exited during the prime test. Unable to perform high pressure test due to nurse not having tubing clamp. No further troubleshooting was performed. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.